Event description:
Additional information received from the consumer reported that the circumstance that led to the irritation in the vaginal area was that the patient had extreme leakage due to the device not limiting their urine. The step taken to resolve the irritation in the vaginal area was changing the program.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that the circumstance that led to the irritation in the vaginal area was not being able to change their diaper soon enough because of activity. The steps taken to resolve the irritation were use of estrace over time that reversed the irritation and also cleaning and use of barrier ointment.

Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that the patient experienced a loss or change of therapy. It was not working since implant on (B)(6) 2015 and if the patient needed to urinate it just flowed. The patient couldn't hold urine, they leaked all over the place, and wet their clothes all the time. The patient's vaginal area was irritated and when they stood up they just leaked. The patient felt stimulation in the correct area at all times and the therapy was on, set at 2.3v on program 4. The patient increased stimulation to 2.7v. The indication for use for this patient was gastrointestinal/pelvic floor. No interventions were reported regarding this event. Further follow-up is being conducted to obtain this information.